Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit turns on and off by itself. The issue occurred during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1, e2, e3, g2, h6 - component code is being corrected to "panel - 901" and problem code is being corrected to "erratic or intermittent display - 1182". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned to olympus, and according to the inspection results, the customer's reportable malfunction likely occurred due to a faulty main board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.